Manufacturer narrative:
E1 reporting institution phone#: (B)(6). E1 reporter phone#: (B)(6). Analysis was performed onsite service personnel which included visual inspection, and confirmation that the x3 and monitor does not accurately display spo2 readings. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a faulty patient cable attachment from the x3 to the monitor. The issue was resolved by replacing the patient cable. The product is back in service.

Event description:
Philips received a complaint on intellivue mx800 patient monitor indicating that there was an issue with the x3 - sp02 connecting; does not accurately display spo2 readings. The device was in clinical use on a patient at the time of the event. No adverse event was reported.